Event description:
The physician reported he was performing an embolization for a ruptured wide-neck p-com aneurysm when the detachable coil prematurely detached in the catheter upon withdrawal from the aneurysm. The physician reported approximately 4 to 5cm. Remained inside the parent vessel with approximately 16cm remaining in the aneurysm. The physician reported the procedure was completed, and the patient was placed on a heparin drip 800mg per hour for three days. The physician did not disclose if any medical or surgical intervention was performed in order to retrieve the detachable coil. The physician reported patient is in stable condition.

Manufacturer narrative:
The device in question was not returned to boston scientific for further evaluation. The user facility did not provide boston scientific a reason as to why the device would not be returned. Boston scientific conducted a review of the device history record (DHR) on the batch number in question and no discrepancies were found. The DHR showed this device met all required specifications. Based on the information provided by the user facility and the angiograph pictures the user facility forwarded to boston scientific, the complaint of the coil prematurely detaching and protruding into the parent vessel was confirmed. However, boston scientific was unable to determine the root cause of the user's experience. If any further, significant information becomes available, a supplemental report will follow.